Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The root cause is due to the device being twisted/torqued while pulling, leading to the monofilament snapping and prematurely detaching. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil prematurely detached within the microcatheter. No intervention was reported. The patient was reported to be fine. No harm or injury was incurred.